Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus), however the device was functioning properly. An revision surgery was performed in which an additional cuff was implanted and a balloon was replaced. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.